Event description:
A 73-year-old man with a history of nonischemic dilated cardiomyopathy and receiving cardiac resynchronization therapy (crt, boston scientific) implantation in 2021 was admitted to our hospital for chest distress, shortness of breath after activity, paroxysmal palpitations, and bilateral pitting edema for 2 weeks. The patient complained of dyspnea and dizziness during paroxysmal palpitations. Ambulatory ECG monitoring later revealed recurrent episodes of pacemaker-mediated arrhythmia (PMA) with a right bundle branch block (rbbb) pattern. In total, 51 episodes were recorded (episodes lasted from 10 s to 20 min), most of which corresponded to the patient's symptoms of dyspnea and dizziness. Of note, most episodes of PMA were following a premature atrial contraction (pac) accompanied by the appearance of ventriculoatrial (va) conduction with no prolongation of atrioventricular (av) delay. A pacemaker interrogation showed a capture threshold on the right ventricular (rv) lead at 2.0 v/0.5 ms. When the pacing rate exceeded 120 bpm in ddd mode with a fixed interval of 120 ms, loss of capture (loc) of the rv lead accompanied by the appearance of va conduction time of 320 ms was observed. With outputs increasing to 3.0 v/0.5 ms, a stable capture of the rv lead was observed even at the rate of 130 bpm. No episode of repetitive reentrant ventriculoatrial synchrony (rrvas) was recorded in another ambulatory monitoring before the patient's discharge. At 6 months of follow-up, the patient reported that he did not experience any episodes of palpitation and corresponding symptoms of dyspnea and dizziness, and ef increased from 31% to 43%. The crt device remains in service.